Event description:
A hospital in (B)(6) reported to our distributor that an rt340 adult dual heated evaqua breathing circuit was leaking due to a fault with the expiratory limb. This was found prior to patient use.

Manufacturer narrative:
(B)(4). Please note an initial report was submitted on (B)(6) 2012 with a follow up report due upon completion of our investigation. Due to an error the initial report was submitted via the test gateway. Please consider this our initial/final report for this complaint. Method: the complaint rt340 adult dual-heated evaqua breathing circuit was returned to fisher & paykel healthcare in (B)(4) and was visually inspected for the reported damage. Results: visual inspection revealed a rubber band tied around the expiratory limb. A hole was identified under the rubber band, approximately 30 cm from the proximal connector. A lot check could not be performed as a lot number was not provided. Conclusion: all breathing circuits are visually inspected and pressure tested prior to leaving the production facility. Any breathing circuits that fail are rejected. This suggests that the hole in the expiratory limb developed post production. It was most likely caused by the rubber band being tied around the expiratory limb. (B)(4). The user instructions supplied with the rt340 adult dual-heated evaqua breathing circuit state the following: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms; fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage. (B)(4).